Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was eroding through the patient's skin, causing a risk of infection. This patient has a very lean and athletic body type. There was no pus noted coming out of the pocket and the patient did not experience a fever. The system was successfully explanted. No additional adverse patient effects were reported.